Event description:
While attempting to help erectile dysfunction problem on two separate occasions: rptr caused permanent damage to penis, when using the encore vtui erection device. The vacuum pump and constriction rings severely bruised penis, causing a plaque build-up known as peyronie's disease, which causes a severe curvature to the penis preventing rptr from having intercourse with his wife.